Manufacturer narrative:
The system's logs were sent to the manufacturer for analysis. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that the system became unresponsive during surgery. Restarting the system resolved the issue. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
Correction: type of procedure was spinal fusion. This was inadvertently left off the initial MDR. The computer was later replaced and a system checkout was completed showing imaging system fully functional. The replaced computer was returned to the manufacturer for analysis. The computer booted normally to the application screen. The spine program and exams loaded without issue. Seatools long test-no errors. Memtest86-no errors. Pass phd and all required testing. The computer booted normally to the application screen. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.